Event description:
It was reported that details of this event are unknown. It is unknown how the procedure was completed. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The ec60a device was received for analysis with the anvil closed and with a white reload present. The cartridge was partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device with the indicator in the locked position a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The clamping mechanism was noted to be damaged. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. One possible scenario for the described event is due to applying a large force on the anvil release button to attempt to open the device where the firing mechanism is locked or partially fired. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.